Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement, slda, and tissue injury were unable to be determined. The reported difficult to grasp and capture leaflets were due to challenging patient anatomy. The reported recurrent mr was a cascading event of the reported slda. The reported pulmonary edema, tachycardia, hypotension, arrhythmia, and death are cascading events of the reported recurrent mr. The reported patient effects of tissue injury, arrhythmia, death, hypotension, edema, tachycardia and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The event was further reviewed by an abbott medical affairs team. The reviewer stated that ¿the cause of death appears to be severe mr which occurred due to an slda shortly after completion of the procedure in a patient with dmr who had a previous clip placed and now had disease progression (pmvl prolapse and new flail). It should be noted that the clip shifted "90 degrees" upon release which may indicate that it was not oriented on the leaflets optimally when deployed. This may have contributed to the slda. The patient became hemodynamically unstable several hours after completion and declined emergency surgery and died. Please note that we do not have imaging to review; the narrative included a reference to possible chordal injury and possible leaflet tear, however, we cannot confirm in absence of imaging.¿

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, massive flail and prolapsed posterior mitral leaflet (pml), and short anterior mitral leaflet (aml). It was noted that the patient was previously implanted with a mitraclip, but due to disease progression, the patient returned for a secondary procedure. A mitraclip xt was advanced to the mitral valve, but difficulties grasping and capturing the leaflets occurred. The clip was implanted as close as possible to the previously implanted clip, decreasing the mr to a grade of 2. After deployment, fluoroscopy and echocardiography revealed that the clip was attached to both leaflets, but the clip had tilted 90 degrees. The mr was reduced to grade 3. The patient was extubated and transferred to the intensive care unit (ICU) in cardiopulmonary stability. A transthoracic echocardiogram (tte) was performed and it was noted that chordal damage could not be ruled out; at the time of deployment, no chordal damage was visible, but was suspected. Two to three hours post procedure, the patient became hemodynamically unstable (the patient was in pulmonary edema, tachycardic and hypotensive). A transthoracic echocardiogram (tee) revealed that the clip had detached from the anterior mitral leaflet (aml) and remained attached to the posterior mitral leaflet (pml) (single leaflet device attachment (slda). The mr had increased to grade 4. The patient was referred for immediate emergency mitral valve replacement, but the patient declined to consent to the procedure. On the morning of (B)(6) 2023, the patient died. In the physician's opinion, the mitraclip devices and accessories did not cause or contribute to the patient's death it was noted that it was possible that the cause of death was due to the torn out anterior mitral leaflet (aml) and degenerative change in the leaflets. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.